Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the valve was recaptured due to sub-optimal positioning, and was then fully released successfully. Recapturing is a feature of the evolut pro system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The cause of the positioning difficulty could not be conclusively determined with the available evidence. The dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The device was returned with the inner member detached at the spindle hub. This indicates that the reported nosecone separation was due to an the inner member shaft break. Historically, inner member shaft damage and a subsequent break is caused by manipulation (twisting and/or bending) of the dcs by the user, or is related to excessive forces applied on the system during advancement, tracking or positioning. In this case, the difficulty and resistance experienced during removal of the dcs, and the potential manipulation of the device to try to free it, may have caused the inner member shaft break. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the nosecone caught on the edge of the subclavian stent and bent the stent distorting the stent and resulted in the inability of the nosecone to pass through the stent. Upon receipt at medtronic's quality laboratory, the handle was intact. The device was received with the capsule partially closed. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame at both the proximal end and the distal end of the capsule. The device was returned with the inner member detached at the spindle hub. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product analysis: the delivery catheter system (dcs) was returned for product analysis. However, the analysis has not been completed. Conclusion: without the completion of the device analysis, no definitive conclusions could be drawn regarding the clinical observation. An update to will be provided upon completion of the device analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a left subclavian artery access implant of this 26mm transcatheter bioprosthetic valve was performed. The left subclavian artery contained a 9mm bare metal stent. During the implant the delivery catheter system (dcs) with the loaded valve went through this stent without any issues and crossed the native valve also without issues. The valve was initially deployed slightly deep. The valve was recapture and moved slightly shallower with a satisfactory depth of 4-6mm and fully released successfully. The nosecone was then pulled up through the valve without issue. When the attempt was made to recapture the nosecone into the dcs the nosecone caught on the proximal end of the subclavian stent and got caught up in the stent and would not pass through the stent. An attempt was made to balloon the stent opening larger to allow the nosecone through without success. The dcs handle was twisted in an attempt to move the dcs in and out to release it from the subclavian stent. While doing this, the nosecone separated from the delivery system. An attempt was then made to snare the nosecone but this was not successful. After many attempts without success to snare the nosecone, the health care professional determined that the nosecone could not be removed without open surgery. As a result, the health care professional determined that the nosecone would remain in the patient. The nosecone was placed below the renal arteries in the abdominal aorta with a bare metal stent placed over the nosecone. No additional adverse patient effects were reported.